Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through observation of the alarm at device power-up, but could not reproduce it during eval. Eval determined the cause a dislodged connector on the input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.